Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly. The motor was corroded onto the swivel. The large cams were not in the correct position. Rpms were in specification. The control bar was loose and not in position. The calibrations were out at all readings. The motor, swivel, motor sleeve, nut bearing lock, vespel sleeve bearings, semi-circle shaft bearings, and set screws were replaced and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device took uneven grafts which caused the gouging to the patient down to the muscle. It is unknown if there was any delay. Due diligence is complete and there is no additional information available.